Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there is foreign matter in the syringe. To aid in the investigation, four photos were provided for evaluation by our quality team. One photo shows the packaging top web. The other three photos show the bottom part of the syringe barrel with a white foreign matter adhered to the rubber stopper. A device history record review was completed for provided material number 309653, lot number 1301782. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "it was reported by the consumer foreign matter in the syringe."